Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B) (6) 2010. According to the complainant, during placement, the one step button was removed from the patient's stoma site "without friction." The button deployment step, by pulling the red deployment strip, was not attempted prior to the device being removed from the patient. The site indicated that the device did not malfunction. The abdomen was rinsed to prevent contamination and the procedure was completed with a different device. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The exact age of the patient is unknown however, it was reported as in her 80's. (B) (4) - no code available - enteral feeding device pulled out of stoma at time of initial placement. The complainant indicated that the device will not be returned for evaluation as it has been disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4)